Event description:
The customer contacted physio-control to report that their device unexpectedly shut off. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the electronic records from the device and was able to verify the reported issue. Physio replaced the battery pins of the device as a precaution and then after observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio determined through the device electronic records, that the likely cause of the reported issue was that the battery was not fully seated in the device.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut off. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.